Event description:
The physician attempted to place leads with the same lot number. It was reported the patient experienced painful stimulation. The physician was unable to reposition the leads and the case was abandoned. It was reported the patient was referred for a different type of lead placement.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.